Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was loss of therapeutic efficacy and can¿t turn up. Unknown circumstances that led to issue. Said it started not working around end of october. No event they can remember. Impedance check indicated several contacts register high impedance on lead 0-7. 0, 3, 5 <(>&<)> 6 indicate avoid. Reprogrammed to working lead. Issue resolved. Additional information received from the manufacturer representative reported that the patient notices the implant is off intermittently when they check it. The patient felt it was shutting down on its own. The 0-7 lead had impedance readings of 40000 on all electrodes except 0, 4 and 6 on the 0-7 lead.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2019: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2019 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 01-feb-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 01-feb-2023, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID 977a260 serial (B)(6) was returned for product analysis. Analysis found that braid and all conductors were broken; 14.6 cm from the distal end of the lead. Product ID 97715 serial (B)(6) was returned for product analysis. Analysis found no significant anomalies; the implantable neurostimulator (ins) was functional. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97792, product type accessory, product ID 977a260, serial# (B)(6), implanted: (B)(6) 2019, product type lead, product ID 977a260, serial# (B)(6) implanted: 2(B)(6) 2019, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Cause was not determined; it appears that it was not in fact turning off but he stopped feeling stim due to adaptive stim settings. Rep reported they kept track of when it was happening and what may be causing. Issue was resolved.